Event description:
(B)(4). Here is a list of symptoms I have experienced or sought medical assistance for since essure was implanted in (B)(6) 2010. These are only what I know I have or have experienced, since I have been unable to acquire proper medical care. My symptoms started with gynecological symptoms and compiled themselves over the past five years. I began having so much discharge, it was as if I was constantly leaking urine but when I went to wipe it was more mucus like. It became so bad that my labia majora split like chapped lips in winter at the apex (top). Known side effects continued: gynecological, cramping, sharp/stabbing pelvic pain, abnormal menses, discharge (clear, no odor), hot flashes, excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido (off and on), bleeding/spotting after sex, painful periods (dysmenorrhea), bleeding between periods (metrorrhagia), incontinence, long menstrual cycles (polymenorrhea) 7-11 days up from 4 max, sexual dysfunction (unable to orgasm or feel pleasure), urgent/frequent urination, vulvodynia-( itching, burning, stinging, stabbing of vaginal entrance), abdominal spasms (twitching, fluttering), pain-(back, joint, chest, leg, neck, spine and hip), face pain (trigrinal neuralgia), all over body aches/pain, gastrointestinal- (nausea, vomiting, gas, diarrhea-loose stools), severe bloating, heartburn, severe headaches, dizziness, tingling sensations, numbness, brain fog- (cloudiness, forgetfulness, anxiety, mood swings), stroke like symptoms, bouts of depression, ringing in ears, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory issues/loss), numbness/tingling in extremities (hands/feet), shakiness, high blood pressure, increased allergies/ sensitivities-chemical and food sensitivities, metal (nickel), heightened allergies/allergic reactions, hives (occasional), red itchy rashes, acne, abscesses, heart palpitations, hair thinning, hair growth in new places, insomnia, weight issues (gain, inability to shed), swollen glands, swelling/pain in jaw, unexplained fevers, chills, vision problems( floaters, blurred vision, decreased vision), excessive sweating, dry skin, dark urine(deep orange) that concerns me that I may have blood in my urine, stays dark no matter how much water I intake. I was and am on no other medications at the time of implantation or since. I have tried steroids for skin issues but to no avail. I had medicaid at the time of implantation and have been unable to acquire insurance so I am unable to provide information pertaining to more severe symptoms/illnesses. I have been to the doctor for many other symptoms pertaining to pain but was only treated for the pain/placated and sent on my way.